Event description:
Rn was priming an IV line, when the versasafe extension line(ref 10796814, 2 split septum ports) separated into 2 pieces. The separation of the tubing occurred just above the distal port.what was the original intended procedure?IV insertion.device #1is this a laboratory device or laboratory test?no.